Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
Material: unknown. Batch#: unknown. It was reported by the customer that they had another broken bd spinal needle last night. This is two in a month. Please have your quality team reach out for additional details. There was another event that happened earlier in (B)(6). Unsure of exact sku# but it wasn¿t from a spinal/cse kit, but the weiss + 4 11/16th in spinal needle packaged together. Verbatim: we had another broken bd spinal needle last night. This is two in a month. Please have your quality team reach out for additional details. There was another event that happened earlier in (B)(6). Unsure of exact sku# but it wasn¿t from a spinal/cse kit, but the weiss + 4 11/16th in spinal needle packaged together.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.